Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 2 of 5. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) for the home patient (hp). The rn stated the hp did not have any injury or medical intervention as a result of the system error 2240. The rn stated they were not able to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.